Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer adjusted the auto-off safety feature to address the issue. Customer¿s blood glucose level was 587 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. There was no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Multiple contact attempts were made by tandem technical support to obtain additional information regarding hospital discharging date; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.